Manufacturer narrative:
H10: the lot number for the device was provided, therefore, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. Therefore, the investigation is confirmed for the reported fracture and material separation as a break was noted on the port stem. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0602830t implantable port allegedly experienced rupture at the connector of the port body and material separation. This information was received from single source. The reported malfunction involved one patient with no consequences. The patient was reported to be a 69 year old female weighing 59 kgs.

Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation is inconclusive for the rupture of the connector of port body. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0602830t implantable port allegedly experienced rupture at the connector of the port body. This information was received from one source. The one reported malfunction involved one patient with no consequences. The patient was reported to be a (B)(6) year old female weighing (B)(6) kgs.